Event description:
The pump was returned for service with report "turns on and off at will". No patient injury or medical intervention has been reported. Info was not provided regarding whether or not the device was in use on a patient when the reported situation occurred.